Event description:
Related manufacturer reference number: 3006705815-2023-00142. It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg and lead site. The patient's scs system was later explanted because their white blood cell count was high. The infection resolved over time.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000129535.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was later explanted because their white blood cell count was high; however, no explanted products were returned for analysis. The infection resolved over time. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.